Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The manual stapling handle was being used for the stomach stapling. The stapler was able to fire but the staple line did not finish at the end of the cycle. There was poor staple formation. The staple line was incomplete at the distal end. Both handles were broken. In order to resolve the issue and complete the case, a new handle was used to create a new staple line. There was no patient harm. The patient outcome is alive, no injury.